Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. Both haptics are folded onto the anterior surface of the optic and adhered with solution. The lens was cleaned with lphse. Light scratches are observed on the anterior side of the optic. A dimensional inspection was performed. The lens dimensions are acceptable using an approved template. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported event was not observed. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, "the capsule broke." The customer believes the lens to be defective. The iol was replaced in the same procedure with no reported harm to the patient.